Event description:
Customer reported a motor error that occurred while changing the infusion set. Customer did not recall the blood glucose reading. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer stated that she was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.